Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the lcsc5, after 90 seconds using level 2, then it malfunctioned. There was no consequence to the pt.